Event description:
Event description guidant received information that this transvenous implantable lead exhibited impedance of approximately 100 ohms. A lead fracture is suspected. An x-ray has been scheduled.